Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg is flipping around inside the pocket causing communication issues. The patient has lost a significant amount of weight since implant. Surgical intervention may be pending to address the issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg revised resolving the issue.